Event description:
The pt contacted nephron pharmaceuticals corp regarding a product complaint associated with the ez breath atomizer on (B)(6) 2013. She reported that the atomizer failed to produce an aerosol mist during an episode of respiratory distress, and she required medical treatment at the emergency room. She added that she cleaned the atomizer according to the company's instructions. Multiple attempts were made to reach the customer via telephone unsuccessfully.